Event description:
It was reported that during implant the physician could not get lead down the sheath. This lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of not being able to pass the lead down the sheath was confirmed in the laboratory. The inability to advance the lead into the sheath was caused by the lead body being slightly oversized.